Event description:
A surgeon reported a pt experiencing blurring of vision at all distances and an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. The surgeon reported an additional surgical procedure (lasik) was performed which corrected the postoperative refraction, but did not improve the quality of vision for the pt. A yag laser procedure was performed. This did not improve the quality of the pt's vision. Punctal plugs were placed and the pt continued treatment with medications for dry eye syndrome. The surgeon was unwilling to complete the questionnaire; however, medical records were received. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 07/21/2009, 07/23/2009, 08/06/2009, 08/18/2009, and 08/20/2009 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. Medical records were received on 08/20/2009.